Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. At this time, the pacemaker remains in service. Good faith effort is being requested to obtain the serial number of the device. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. At this time, the pacemaker remains in service. Good faith effort is being requested to obtain the serial number of the device. No adverse patient effects were reported. Additional information was received which indicated the model and serial number of the device.

Manufacturer narrative:
This is a duplicate of report 2124215-2026-15811 and the remaining investigation will be continued in that report.